Event description:
It was reported, that during a da vinci-assisted adrenalectomy procedure. After the first medium large hem-o-lok polymer clip broke during clipping, and remained stuck on one side of the medium large clip applier. A second backup medium-large clip applier was used to proceed with the case. However, the same issue occurred with the second hem-o-lok polymer clip. The polymer clip broke and was stuck to the jaws of the clip applier. A third medium large clip applier and hem-o-lok clip was used successfully. And the operating room team proceeded with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip appliers (part# 470327-10, (B)(4)) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed, the customer reported complaint. When placed on an in-house system, the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. However, the instrument failed the clip test. The clip did not release the clip onto the test tubing. Further investigation found one grip on the clip applier instrument was bent. As a result the instrument failed the clip test.